Event description:
The patient experienced an infection on an unknown date. The patient's pump and catheter were explanted. There were no patient symptoms or injuries reported to be related to this event. Additional information has been requested, but it was not available at the time of this event.

Event description:
Additional information was received. It was reported that the patient was "doing fine" post-explant. It was noted that the patient also had an expected return of spasticity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).